Manufacturer narrative:
The device was returned for evaluation. The device was given functional testing and found to meet with specifications for the o2 settings. The reported issue was not duplicated during testing. The examination of the device showed damage to the gas supply indicator, cracked o2, CPAP and peep knobs. This component was replaced in case the indicator was leading to an intermittent issue.

Event description:
It was reported the device was being prepared and filled with drug. The reporter stated the drug "could not be released" from the cassette into the tubing. No patient involvement.